Manufacturer narrative:
During investigation of a complaint, an additional malfunction was found. This additional complaint was opened in order to cover the failure. Maquet cardiopulmonary ag is aware of similar complaints showing a similar malfunction and an internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Due to this no further action will be completed at this time. This data is being handled through a designated maquet cardiopulmonary tracking and trending process. Abbreviation nc: nonconformance. Additional info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k100278.

Event description:
The product was investigated under complaint #(B)(4) and an additional failure was found as follows: during a tightness test of the product a leakage at the de-airing membrane was detected. This additional complaint was opened in order to cover this failure. (B)(4).